Manufacturer narrative:
The system was serviced in the field and the ssd was repalced. The system passed all tests and was performing as intended. The internal and external connections were good. The system had the latest version of all the software. Other relevant device(s) are: ssd 9735999 with s8 os s8 svc, lot number: 0010045710. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system would stop working intermittently and the site was requesting for the system to be checked. There was no patient present at the time of the event.